Event description:
I had implants in 2006, by dr and after the surgery I had one implant fall to the side, for it was not in the right place. So after getting another doctors opinion about the wrong placement of the implant, dr said, he would revise the breast and sew around them to hold them in place. The surgery had to wait 6 months, suggested dr , so in 2006, the revision took place. I thought it would fix the problem but it is over a year later and I still have pain in my right breast, for it still hangs to the side. Every check up I would tell the nurses and doctor of the pain and they said it would go away. Well it hasn't and I am at my wits end. I cannot go on like this. At my last visit with him, he said that I was looking for perfection and disregarded my complaints. I felt humiliated that he would even implicate such a thing. I have waited my whole life for this and this is what I get. I feel that there should be something done about this but with my own voice he will not listen. I pray that something can and will be done to rectify this problem. I feel like he doesn't have time and I paid for the surgery in good faith that he would do a good job and this is what I get? Please listen to my complaint and get back to me. Dates of use: #1. 2006, #2. 2006 - 2007. Diagnosis: pain from implant falling to the side wrong placement.